Event description:
Boston scientific received information that this left ventricular (lv) lead displayed loss of capture (loc) at max output. The field representative believed that this lv lead was dislodged. Additional information was obtained and indicated that the lead did not appear to be in much different position via fluoroscopy. All other lead tests were normal. This lv lead was successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.